Event description:
Reports of lens rotation and blocking pi in right eye. Planned lens exchange. See MFR. Rep# 2023826-2022-01155 for fellow eye. Lens remains implanted.

Manufacturer narrative:
Patient identifier: unknown, age or date of birth: unknown, sex: unknown, weight: unknown, ethnicity: unknown, race: unknown. Date of event: unknown. Model, implant date, explant date: unknown. (B)(4). Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).